Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-03259. It was reported during a programming session that the patient was experiencing heating at her scs ipg pocket site while charging her scs system. The patient also reported feeling painful stinging around her scs ipg pocket site after charging her scs system. A sjm representative advised the patient of charging instructions. No additional information is available at this time. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.